Event description:
It was reported that a versacross access solution was selected for use. A perforation and pericardial effusion were noted. The procedure was cancelled. It was noted that the patient left atrium appendage (laa) anatomy was a severely anterior chicken wing. The initial transseptal was performed (inferior/mid to anterior). The laa was initially access with a non-boston scientific pigtail catheter and contrast shot was performed. On first deployment of watchman (decided to use 27mm watchman), device was too proximal, so the physician performed a full recapture and when it was tried to reengage the laa with the was flx ball, it was not able to direct the flx ball back into the ostium. Thus, the device was removed and reinserted the non-boston scientific pigtail catheter to reengage the laa. A second 27mm device was then opened, prepped and then inserted. There were multiple deployments and recaptures in trying to correctly place the watchman in to the laa, but it was unsuccessful. Thus, it was decided to downsize to a 24mm watchman and at this time it was decided to try re-sticking the septum to get the sheath more coaxial to the ostium. Therefore, it was removed the was and reinserted the same versacross to perform a second transseptal (going inferior and as anterior possibly, it was needed to track back up into the superior vena cava once on the second transseptal puncture.). Then, the was reinserted after the transseptal. It was reengaged the laa with a non-boston scientific pigtail catheter and did a second contrast shot of the laa. The 24mm devices was then inserted and several deployments and recaptures were performed but were unsuccessful at placing the watchman in the correct position. The decision was then made to abort the procedure. The physician then pulled the was and delivery system back across the septum from the left atrium to the right atrium. The echo physician performed an effusion check with transesophageal echocardiogram (tee), and a pericardial effusion (pe) was noted (circumferential pericardial effusion). The blood pressure dropped slightly, and it was decided to place a pericardial drain (300-400ml of fluid was initially drained, with a total of 900ml drained over a two hour period). The patient was auto-transfused with the blood from the pericardial drain. A medication was given to reverse the heparin and eliquis. The CT surgery was consulted, but the pe stabilized and seemed to have stopped after the medications were given, so the decision was made to not take the patient to the operating room. The device is not expected to be returned for analysis (disposed). The patient was admitted to hospital beyond standard of care and it is expected to fully recover (it was doing well). In the physician's opinion, the ae can be attributed to versacross devices, since the laa may have been punctured during deployments of watchman or during transseptal crossing. No other issue was noted. A fluid around the heart with no compression of ventricles were noted. Patient had small drop in blood pressure but stabilized after draining effusion. The pe developed after the abortion of the procedure and pulled the was from the left atrium into the right atrium. It was possible to visualize tenting on tee, it seemed to be an appropriate amount of tenting. The patient was not under warfarin, and it was under eliquis, last does was on (B)(6) 2024. No device issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.